Event description:
It was reported that while in the cardiac cath lab, the md inserted the catheter through the "braided sheath." The catheter "snagged on the sheath" and the md could not advance the entire catheter all the way through. As a result, the md had to open another balloon and they used the plastic sheath and the catheter went through it "fine." Additional information received by the sales representative on 1/22/2010, stated that "the MDR did use the same site for the second insertion." The intra-aortic balloon ('iab') was prepped per instruction prior to insertion and the outcome of the patient is "no complications or injury."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.